Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: neu_siliconeanchor, product type: accessory. Product ID: 97791, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4) no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Additional information was received from a health care professional (hcp) reporting that the patient was having an MRI that was related to the scs device or therapy as the concern was about another spinal disc issue. The patient's scs system was not working. One lead was only making contact in 2 places and they thought the other lead was fractured.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: neu_silicone anchor, lot# serial# unknown, product type: accessory. Product ID: 97791, lot# serial# unknown, product type: accessory. Analysis on lead (B)(4) found that all conductors were broken 24.7 cm from the distal end. Analysis on lead (B)(4) found that all conductors were broken 25.1 cm from the distal end. The result code no longer applies to either of the leads (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient experienced increased pain. The patient programmer could find the implant, but when he tried to increase it, it would not work. The patient's wife used the patient programmer to turn stimulation on and increase to 9.3 volts the night prior to the report, but the patient did not feel it. Upon clarification, it was noted that the patient programmer was able to increase the voltage and change the group; however, the patient does not perceive the increase or change in stimulation. There was a loss of therapy and coverage. The patient increased to 9.3 volts on group c. The patient reported that group c was supposed to be high density, but he can still feel it normally. At 9.3, the patient did not notice the change. The patient changed group a from 2.6 volts and increased to 10.0 volts. The patient did not feel stimulation increase. There was not a fall, any trauma, or any electromagnetic interference related to the issue. This had occurred on (B)(6) 2016. An impedances measurement showed that the number 9 electrode was the only valid electrode on 8-15 and electrodes 1,3,4, and 6 were the only valid electrodes on 0-7. Total, 9 out of the 16 electrodes were invalid. The patient was reprogrammed around the invalid impedances. The patient got some coverage, but it was not optimal or like he had originally. Some of the programs from the previous programming involved the invalid electrodes. X-rays were taken and the leads had not migrated. The manufacturer representative reported that there were no fractures or disconnect from the battery that were evident on the x-ray. The patient was consulting with a neurosurgeon on (B)(6) 2016 about replacement to a paddle lead. Additional information received from the patient reported that the wires are fractured and going into the nerve. The patient had a planned surgical intervention. The patient's leads were "broken all over the place" and he was not getting pain relief where he needs it. The patient met with a manufacturer representative on 2016-08-29 when it was determined that the leads were broken. The manufacturer representative could not get connection to the leads. The patient's medical history includes multiple sclerosis with memory issues.

Event description:
Additional information was received from the manufacturing representative stating that the patient¿s lead revision was done on (B)(6) 2016; the patient¿s lead was replaced with a paddle lead. It was noted that lead impedances remained invalid prior to revision, but the leads had not migrated. The leads will be returned for analysis. Information from the patient indicated that they wanted to meet with a manufacturing representative to go over their new groups.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information was received from the manufacturer representative that reported that the impedances were greater than 10,000 ohms with multiple reference electrodes used. The patient had a surgical consult with the neurosurgeon and is having a MRI done to see if a paddle lead can be placed in the space.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.